Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2

Event description:
Reference number (B)(4). Event occured in the united states this emdr is being submitted for an unknown number quantity it was reported that the patient faced infusion sets ripped out events on (B)(6) 2026. No further information is available